Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4)has been completed. The reported problem (resets) has been confirmed. As received, the battery charger/modem was unable to fully power on. Upon evaluation, the battery charger/modem exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.